Event description:
The customer reported a single instance after full boot the system shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested, found to be working as intended and returned to service.